Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, after an esophageal procedure, the bravo capsule remained in the patient. It was noticed on x-rays. It has been almost a month since the procedure. During work-up for anti-reflux surgery, an xray was obtained two days prior which showed that the capsule remained attached to the esophageal wall. The patient is asymptomatic. To remove the capsule, either the patients gastroenterologist will remove the capsule over the next few days, or the patients surgeon will remove the capsule during the anti-reflux surgery, planned for (B)(6).